Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's cultures were positive for staphylococcus epidermidis, and the patient also had driveline drainage.

Manufacturer narrative:
B3- the event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a chronic driveline infection. The onset of the driveline infection was in (B)(6) 2022. The driveline infection was confirmed with positive cultures and fluid collections seen on imaging. The infection was treated with surgical debridement's and antibiotics. The patient experienced pain and flu-like symptoms.